Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed an occurrence of a "high pressure" alarm. Functional testing involved running the pump in user mode. The reported issue was not duplicated during the investigation. The downstream occlusion sensor passed pressure testing and both downstream and upstream occlusion tests. The downstream occlusion sensor was replaced as a preventive measure. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a high occlusion alarm. No adverse effects were reported.